Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Two electrodes are eroded through the center and the third is heavily eroded but not through. Bio debris is present. The wand is bent from use. The black shrink wrap is deformed at the distal edge. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma and coagulation as expected. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include using the wand above default output settings and pressing the tip against hard or bony surfaces, thus causing the electrodes to become eroded extensively. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an adenoidectomy, the evac 70 wand the metal of the wire in the wand broke. The procedure was completed with a s+n back up device. There was a non significant surgical delay and no further complications were reported.